Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence caused by urethral atrophy. A new aus device was implanted with no additional patient complications.